Event description:
It was reported that a continu-flo solution set was unable to be primed. This occurred during priming of the device with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture dates for lot r13h07011: 08/07/2013-08/08/2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.